Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The contacts on all the connectors were cleaned on the anesthesia control board (acb) and power management board (pmb). No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a fault with the message "internal failure". There was no report of patient involvement.